Manufacturer narrative:
Concomitant products: product ID 3093-28, lot # va09lpw, implanted:(B)(6) 2014, product type lead; product ID 3093-28, lot # va09lpw, implanted: (B)(6) 2014-03, product type lead. (B)(4).

Event description:
It was reported that the patient had a new issue. The patient did have concerns with their device or therapy and if it continued they would contact their hcp. The patient did not have an appointment. It was further reported that the new issue was that the patient felt like the wire that crossed their back had dropped down lower than it was when first implanted. The patient had not contacted their hcp about this. The patient was receiving therapy and was not feeling the wire through their skin and could not see the wire through their skin, they just felt the feeling of the wire was lower than before. It was not the feeling of stimulation, it was just the actual wire placement that felt lower. The patient confirmed the therapy was working for them and they were having other health issues non-related to the device. The patient would follow-up with their hcp at some other time.